Event description:
Info rec'd indicates the head and knee function are not working due to a clogged hydraulic manifold.

Manufacturer narrative:
The technician replaced the hydraulic manifold to repair the bed.